Event description:
The customer received a blood glucose reading of 340 mg/dl from his contour usb meter and a reading of 164 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product will be returned.